Event description:
It was reported that the ilet user experienced hyperglycemia despite announcing the prior meal and not eating since, with dexcom g7 showing 262 mg/dl and a confirmatory fingerstick of 290 mg/dl; the user replaced the supply tubing only and reported the cannula was intact, and the agent advised that certain concomitant medications can elevate blood glucose and that the ilet would deliver corrections. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education with guidance to consult the prescribing provider regarding medications that can raise glucose and reinforcement that the ilet would manage corrections. Investigation of this case revealed no device alarms, no device malfunctions reported, and no component issues observed, with hyperglycemia of unclear cause possibly influenced by medication effects. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.